Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the temperature sensing catheter was not displaying the temperature correctly.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "lubri-sil® i.c. Peel to open recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Pk7602483 11/2006 to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Anti-microbial all-silicone foley catheter with bard® hydrogel and bacti-guard®* silver alloy coating 100% latex-free infection control temperature-sensing 400-series foley catheter catheter made of silicone elastomer warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ do not aspirate urine through drainage funnel wall. ¿ aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. ¿ as with all temperature probes: in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to the instructions for use. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Valve type: use luer slip syringe. Do not use needle do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use. Do catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Note: compatible with appropriate 400-series temperature monitors. Interchangeability + 0.2oc at 37oc. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only."

Event description:
It was reported that the temperature sensing catheter was not displaying the temperature correctly.